Event description:
A user facility reported an intraocular lens (iol) was exchanged for the same model, different power lens to an unexpected outcome. The reporter stated that the pt previously had a corneal procedure causing the refraction post surgery to be unacceptable. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 01/04/2012 and 01/12/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).